Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the tfna nail (p/n 04.037.113s, lot # h752156) was received at us cq on september 20, 2019. Visual inspection of the complaint device showed the nail locking mechanism broken inside the tfna nail (sharp edges, visible parts missing from the mechanism). The following femoral neck screw was returned as a concomitant device without an alleged complaint condition. Product code: 04.038.215 lot #: h337955 qty: 1 was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional inspection: relevant dimensions measured and found to be conforming per relevant drawings. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the locking device is broken. There were no x-rays provided to confirm the embedded device complaint. Although no definitive root cause could be determined based on the provided information, it is possible that excessive force has contributed to the breakage. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot. Manufacturing location: monument. Manufacturing date: 11-oct-2018. Expiration date: 01-oct-2028. Part number: 04.037.113s, 11mm/125 deg ti cann tfna 200mm- sterile. Lot number: h752156 (sterile). Lot quantity: 4 . Work order traveler met all inspection acceptance criteria. Two pieces were scrapped in cell at op #20, mill ID, for damage caused by broken tooling. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15574 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.2, lock prong, 125 degree tfna, bp55. Lot number: l965790. Lot quantity: 94. Work order traveler met all inspection acceptance criteria. 04.037.912.4, wave spring, shim ended, bp55. Lot number: h613111. Lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, lot number: h732505. Lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. 21127, timo agri 16.00, bp80. Lot number: h725610. Lot quantity: 1,021 lbs. Certified test report supplied by perryman company dated (B)(6) 2018 was reviewed and determined to be conforming. Lot summary report dated 29-aug-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch null, device history review (B)(6) 2019: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the locking mechanism of trochanteric femoral nail advanced (tfna) nail broke upon locking the femoral neck screw. Thus, the surgeon changed another tfna nail and screw to complete the procedure. There were fragments generated from the broken device, yet, some part of the locking mechanism was still in the patient's body as seen in the x-ray after the procedure. The procedure was successfully completed with thirty (30) minute surgical delay reported. Patient outcome was unknown. Concomitant device reported: femoral neck screw (part# 04.038.215s, lot# h337955, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).